Event description:
A home patient (hp) contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 4 of 4. The hp stated that he disconnected himself in his sleep. Gts had the patient cycle power to clear the error and advised the patient to contact their dialysis nurse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient stated that he disconnected himself in his sleep. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).